Event description:
The customer reported the pc unit was returned to clinical engineering because it smelled of smoke. The reporter stated the user did not visualize any smoke. A caution label attached to the received device stated, "pump alarming channel disconnect. Smelled like burning plastic smoking." There was no report of a pt incident received. Medical intervention was not required. No add'l info was provided.

Manufacturer narrative:
(B)(4). The report that the pc unit "smelled like smoke" could not be confirmed. Inspection found no evidence of smoke or a thermal event that would have induced a smoke smell. Minor residue was present on the casing and bodies of the iui connector. The pc unit functioned normally and had no anomalies that may have contributed to the reported issue. The note attached to the received device alleged a channel disconnect event occurred with the smell of smoke. The device error log had a low backup battery voltage failure that occurred on the reported incident date. The device event log had a channel disconnect alarm event just prior to the low battery backup voltage event. The error code for the low backup battery voltage has been known to occur when thermal activity has occurred at iui connections causing a significant load to the +8v supply. The concomitant devices were not returned and a review of device service history performed on their respective serial numbers found no servicing activity documented. An investigation for possible thermal activity with the concomitant devices could not be further investigated. The root cause for the reported smoke smell is unk.